Event description:
It was reported that the patient experienced an infection post a routine implantable pulse generator (ipg) replacement. The ipg, right atrial (ra) lead and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: w1dr01 ipg, implant date: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.